Event description:
Literature: holl em, petersen ea, foltynie t, et al. Improving targeting in image-guided frame-based deep brain stimulation. Neurosurgery. December 2010; 67(2 suppl operative):437-447. Summary: pre- and postoperative stereotactic magnetic resonance images (MRI) were analyzed in 165 patients with parkinson disease (pd). The perpendicular error between planned target coordinates and electrode trajectory was calculated geometrically for all 312 dbs electrodes implanted. Improvement in motor unified pd rating scale iii subscore was calculated for those patients with pd with at least 6 months of follow-up after bilateral subthalamic dbs. Reportable event: in one patient undergoing bilateral pallidal dbs under general anesthesia, stereotactic MRI revealed a medial deviation of the left electrode from the intended anatomic target with encroachment on the internal capsule. Immediate relocation of this electrode was performed followed by a new postoperative stereotactic MRI.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided is the average for all the patients. At this time, no additional information was available, additional information regarding device, the event and patient outcome has been requested.